Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that a cartridge change error occurred and that the insulin gauge was inaccurate. Reportedly, the customer over filled the cartridge with insulin. Tandem technical support informed the customer that over filling the cartridge with insulin is off label per the tandem user guide. Additionally, it was reported that the "cartridge "pops out" of pump and stops insulin frequently". Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was 150 mg/dl.